Manufacturer narrative:
It was later confirmed by the customer, a biomedical engineer that the therapy connector assembly was replaced which resolved the reported issue. Thereafter, proper device operation was observed through functional and performance testing and the device was returned to use. The device was not returned to physio-control for evaluation.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device would not detect the defibrillation therapy cable. The device displayed ¿connect cable.¿ since the device could not recognize the connection, the defibrillation charge functionality would not be operable. There was no patient use associated with the reported event.